Event description:
Manufacturer report number: 3002953813-2018-00051. During patient preparation for a lumbar ablation procedure, the generator was powered on but the generator emitted smoke. The generator was replaced but it didn't function as intended, so the procedure was cancelled. There were no user or patient consequences as a result of the smoke or cancellation.

Manufacturer narrative:
One neurotherm rf generator with serial number (B)(4) was received for repair. No visual anomalies were detected in this visual inspection. The device was connected to an external power source and the generator powered on successfully. The reported smoke was suspected to be confirmed. During analysis we discovered the lingering smell of burning. No visual indications were present of any burns or fire and the smoke was irreproducible. Based on the provided information and the observed symptoms, the issue was isolated to an abnormal functioning of the temperature board. Replacing the temperature board resolved the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.